Event description:
The maquet account manager reported that during a conversion from an in-service demonstration for an endoscopic vein harvesting procedure, the hemopro power supply began beeping consistently, even though the device was not activated. The tips began to glow orange and get extremely hot and smoke incessantly. The device had been used several times before for previous demonstrations. A replacement unit was used to complete the in-service demonstration. There was no pt involvement. The hemopro cable was brand new.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).